Event description:
A 91 year old male with history of a-fib, sdh, moderate aortic stenosis, cad, tia, stroke presented outside tpa window had basilar artery occlusion, underwent mechanical thrombectomy with reperfusion. Microwire tip 1.5mm was retained outside the artery in soft tissues upon exit of the microwire. FDA safety report ID# (B)(4).